Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered a fall and the lead migrated and as a result the patient was no longer receiving effective stimulation. The patient underwent surgical intervention on (B)(6)2017 where the lead was repositioned. However the patient then experienced left leg and foot pain and the patient had the entire scs system explanted on (B)(6)2017 (reference mr. Report:: 16271487-2017-04366).